Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evalaution. The customer's report was not observed during initial testing. The device was put through extensive testing including defib functional testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. It was recommended to the customer to discard the multifunction cable used. A replacement cable was sent back with the device. Analysis of reports of this type has not identified an increase in trend.